Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011531297); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's annulus outer circumference measured 68mm. A 23 mm valve was selected due to the small size of the sinus of valsalva, along with suspicion of a type 1 bicuspid valve. A 23mm valve was loaded. Upon fluoroscopy check, a misload was identified by an experienced valve loader. The crown next to the tab on the contralateral side of the c-tab of the outflow crown was "broken". The valve was removed from the system and could not be fixed. A new 23mm valve was loaded into a new delivery catheter system successfully. A pre-implant balloon (size unknown) aortic valvuloplasty was performed. During deployment, at 80% deployed, the valve "opened more than expected" and dislodged to the left ventricle side during the "push test". It was noted the push test is when the dcs was pushed to 80% to checked if the valve does not move. In addition, the patient anatomy that contributed to the dislodgement was unknown. The valve was recaptured and removed f rom the patient. A 26mm valve and the misloaded dcs were used for successful implant. No adverse patient effects were reported.